Manufacturer narrative:
H6: code c21 - results pending completion of product history review. H6:code a26-used to capture insufficient information in relation to patient death, as cause remains unknown. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to trauma to the vessel wall, including rupture and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing plc201200. Upon ballooning the plc201200 device, the patient's aorta ruptured and was bleeding . Patient's blood pressure dropped. Patient was opened up in an attempt to control the bleeding. And ultimately could not be controlled, and patient expired. It was also reported there were no issues during the procedure, while implanting the devices. The balloon did not rupture and was not over inflated. In addition, some thrombus and calcification (unknown exact amount, medium amount was believed to be present) was noted in the area of ballooning. Physician does not know what caused this issue. No further patient information or further case information is available from the physician.

Manufacturer narrative:
Updated section g3/g4. H6: code c19-device history review received from creagh medical, stated the lot met all pre-release specifications.